Event description:
The customer reported that the 840 ventilator stopped cycling while on a pt. There was no pt harm or injury associated with the event. The nellcor puritan bennett customer support engineer (cse) verified the vent inop error code in memory, but could not duplicate the event. No parts were replaced, but as a precautionary action the cse will have the emi upgrade kit installed. The unit passed extended self testing.